Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported product quality-related issues with the adc device. Per the report with an incident date of (B)(6) 2022: the quality of the product is terrible. It says that the sensor last for 14 days and averages well below that for me. The adhesive for the sensor does not stick well for long periods of time. Because of this you have to switch more frequently or go without a sensor until you are able to get prescription refilled. If a person who is having low or high sugar issues requiring frequent monitoring this can be a safety concern because the sensor may just pop off at any time and not work. This is also a cost issue for the patient as they are only allotted 1 sensor per 14 days per refill for 30-90 days. The sensor cost coming from the patient is not optimal. I have complained about twice regarding the quality of their product. There was no third-party treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.